Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial (ra) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. The lead was surgically capped and abandoned and a new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.